Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animsas and alleged a call service alarm issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings:. Multiple call service 087 alarms observed in black box. During investigation cs 69 alarm reproduced during rewind. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. ¿cs69¿ failure written as ¿cs87¿ failure in histories. The error is resident to flash chip (u39).